Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the hospital due to a blood glucose (bg) level that ranged from 349-422 mg/dl and moderate ketone level. Prior to being hospitalized, the customer delivered correction bolus and administered a manual insulin injection in attempt to address high bg level. Customer was treated with intravenous saline and insulin while in the hospital and was released (B)(6) 2024 with no permanent damage and the reported issue resolved. The cause of the high bg was unknown. A system check was performed by tandem technical support and the pump was determined to function as intended.